Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.

Event description:
It was reported that the customer allowed the cartridge to fully deplete of insulin and an empty cartridge alarm occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 120 - 140 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer addressed bg level by replacing the cartridge and resuming insulin therapy.